Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed that battery life was short at this point. A battery analysis was completed, and the power consumption was confirmed to have increased in a gradual fashion. A replacement window was calculated. The pacemaker has been explanted at a surgical intervention and is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker showed that battery life was short at this point. A battery analysis was completed, and the power consumption was confirmed to have increased in a gradual fashion. A replacement window was calculated. The pacemaker remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed that battery life was short at this point. A battery analysis was completed, and the power consumption was confirmed to have increased in a gradual fashion. A replacement window was calculated. The pacemaker has been explanted at a surgical intervention and has been returned for analysis. No additional adverse patient effects were reported.